Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced recurrence, mesh migrated/torn/adhesions, revision surgery with implant of second covidien product without removal of first. After the original procedure, additional potentially related procedures were performed, including revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.